Event description:
It was reported by service report that the foot end of the stretcher drifts down. Customer could not determine if there was pt involvement or if there were adverse consequences to report.